Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test were unable to be performed due to no button response. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call of issues with button error alarm. The customer states their levels went extremely low and after eating, shot up to 500mg/dl. The customer states the cause of the lows was not eating, and the cause of the highs was over eating. The customer states they received the button error after administering 5 units. The customer's blood glucose level at the time of error was unknown. The customer also mentions not being able to see the meter screen. The customer was advised the pump would have to be replaced and returned for analysis.